Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange due to patient product concern.

Event description:
Healthcare provider reported bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product and right side capsular contracture baker grade iii. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Reason for reoperation: seroma-late. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "several prominent radial folds are identified," and "a small peri-implant effusion¿ along the posterior aspect of the right implant." Device has been explanted.

Event description:
Healthcare professional additionally reported "several prominent radial folds are identified," and "a small peri-implant effusion along the posterior aspect of the right implant." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, crease fold, deformation, brown particles. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "several prominent radial folds are identified," and "a small peri-implant effusion¿along the posterior aspect of the right implant." Device has been explanted.